Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patent was seen at the hospital where it was noted that the longevity of this device went from four years to one year remaining in a few months and 500% power usage was showing compared to nominal. The patient was not in atrial fibrillation. Technical review was requested and is pending. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted that the power consumptions of the device had been increasing slowly at a steady rate the past few months. There was no sign that this would stabilize, and power would continue to increase and further decrease longevity. It was noted there appeared to be a malfunction of the internal hardware. Prompt replacement was recommended. The device remains implanted but the physician will see the patient as recommended.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this device was explanted.